Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon noticed scissors were not opening and closing properly at the start of the procedure. Upon removal of instrument, the scrub team noticed the wire was snapped. The procedure was completed as planned with no reported injury using a backup instrument.